Event description:
The customer reported problems with the system saving images. No pt injury was reported.

Manufacturer narrative:
Customer will have their biomed tech work on system. This MDR is related to ge healthcare complaint.